Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of redness is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event(s) as follows: "warnings: ¿ injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting [less than or equal to] 7 days¿ duration. Refer to the adverse events section for details. Adverse events: ¿ the most common injection-site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Post-market surveillance: the following adverse events were received from postmarket surveillance for juvéderm® ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache. Inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm® ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess. Serious adverse events have infrequently been reported for juvéderm® ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain. ¿ the onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks."

Event description:
Healthcare professional reported that immediately after injection in the nasolabial folds and "corners of the mouth" with one syringe of juvéderm® ultra plus xc, the patient "experienced redness and it was a reaction to" the dermal filler at the injection sites. The next day the patient sent a picture to the injector which showed an increase in the redness. The patient was injected with vitrase and prescribed doxycycline and aspirin the day after injection. Symptoms resolved "within a week." Patient was taking hormones at the time of injection.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. No deviation in connection with this complaint were recorded. The sterilization cycle is registered as conform.

Event description:
Healthcare professional reported that immediately after injection in the nasolabial folds and "corners of the mouth" with one syringe of juvéderm® ultra plus xc, the patient "experienced redness and it was a reaction to" the dermal filler at the injection sites. The next day the patient sent a picture to the injector which showed an increase in the redness. The patient was injected with vitrase and prescribed doxycycline and aspirin the day after injection. Symptoms resolved "within a week." Patient was taking hormones at the time of injection.